Manufacturer narrative:
(B)(4). The issue has been investigated for other complaints and the cause identified as follow; under system settings, if the system date format is set to international, "dd mm yyyy", the system continues to interpret the date is mm dd yyyy on the patient data entry (pde) screen. As a result, input of last menstrual period (lmp) is date formatted as "mm dd yyyy" on the pde screen. A system misinterpretation of the date in the lmp field can cause calculation errors in gestational age (ga) and established due date (edd). There has been no reported injury or misdiagnosis. A health hazard evaluation was conducted october 3, 2013, and upon further investigation it was determined that the issue could potentially lead to a clinician prescribing an unnecessary invasive exam. A fco was initiated on (B)(4), 2013. This issue has been reported to appropriate regulatory authorities. (B)(4).

Event description:
Report from customer in (B)(6) that the input field for date of last menstrual period (lmp) is set to mm dd yy. In (B)(6) customers require a date format of dd mm yy.